Event description:
It was reported "PICC nurse was placing PICC line on patient using vps g4 when a blue bullseye showed on the screen but 10cm of catheter was out of the patient. After an x-ray, the PICC tip of shown to be located at the subclavian vein. PICC nurse confirmed that the line was not in a artery. Patient was unharmed during the procedure." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "PICC nurse was placing PICC line on patient using vps g4 when a blue bullseye showed on the screen but 10cm of catheter was out of the patient. After an x-ray, the PICC tip of shown to be located at the subclavian vein. PICC nurse confirmed that the line was not in a artery. Patient was unharmed during the procedure." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.